Event description:
The manufacturer's field service engineer (fse) reported while servicing the device while onsite and after replacing the power supply, the device restarted when turned on in ventilation mode. There was no patient involvement.